Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left-side deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2020 with lot number 2075614. Analysis of the returned device identified: opening curved and creases fold. Leak test and microscopic analysis was performed which identified: striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.